Manufacturer narrative:
The service site revealed that the speaker wires on the device were damaged and exposed.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.